Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 3.50 x 32mm stent delivery system was returned for analysis. The crimped stent was not returned for analysis. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues noted. It appeared the balloon had been subjected to positive pressure and a vacuum pulled. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the stent and the balloon at the time of manufacture. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). After predilation, a 3.50x32mm promus element drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent detachment.